Event description:
The syncardia companion hosp cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hosp during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery phase. This syncardia companion hosp cart was not in use by a pt. The customer reported that she could not calibrate the companion hosp cart touch screen, while the docked companion 2 driver touch screen functioned as intended. Three attempts to calibrate the hosp cart touch screen did not resolve the issue.

Manufacturer narrative:
This alleged failure mode poses a low risk to the pt because the issue was observed when the hosp cart was not supporting a pt. In addition, the reported issue would not prevent the companion 2 from performing its life-sustaining functions. Also, the companion 2 driver has its own display screen. The companion hosp cart will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.